Manufacturer narrative:
On (B)(6)2022, bwi received additional information regarding the event. The sheath tip collapsed (it¿s like smashed). There was no internal sheath mechanism exposed. The tip was not rough or non-slippery. There were no lifted or damage electrodes. No picture available. The sheath tip was not soft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 12-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. The sheath tip collapsed and not able to be inserted into the groin part. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. A device history record review was performed for the finished device 00001949 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. The sheath tip collapsed and not able to be inserted into the groin part. After puncture with a dilator with an external diameter of 12fr, and tried again, the condition was not improved. The time when complaints occurred was at right inguinal puncture. The issue was resolved by changing the vizigo sheath to another one. The procedure was then successfully completed. The procedure was completed without patient's consequence. Broken tip is MDR-reportable.